Event description:
Two rn's attempted x 4 to place a foley with new medline pediatric foley kits. Each time entered the bladder with residual urine noted in tubing. Each time when we attempted to inflate balloon, rn met significant resistance when pushing on the plunger of water syringe. After third attempt, removed foley and tested balloon. It did not inflate until we pushed literally as hard as we could then balloon would not deflate at all. Attempted with both 8 and 10 fr kits with the same result on both. The green sterile gloves contained in the kits ripped each time we were putting them on as well. I feel that the quality of these kits is extremely low and places our patients at an increased cauti risk. Patient code: 4580. Device codes: 1310, 4060; 4012, 4008. Reference report #mw5177585.